Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances on all contacts. X-ray imaging revealed patients lead migrated and was fractured. As a result, surgical intervention may be undertaken to address the issue.